Event description:
An optometrist reported that a patient who underwent laser refractive surgery was examined five and a half months post surgery. The pt was diagnosed with trace haze in the left eye. Fluorometholone drops were prescribed four times per day, and then will be tapered off. The pt was told to continue the use of sunglasses and vitamin c. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).